Manufacturer narrative:
The device was returned to the zoll failure analysis lab for further evaluation. A visual inspection was performed upon receipt and confirmed there was no damage or misuse was found. The systems post and event logs were reviewed and found no abnormal events that would have contributed to a vent-inop condition. The device went through extensive testing and was set to run overnight for approximately 16 hours with no issues observed. Internal inspection indicated no loose or damaged harnesses or connectors. The reported issue was unable to be confirmed or duplicated during testing.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. D4: this product has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. H4: device manufacture date is unknown.

Event description:
Customer stated that the device exhibited an intermittent vent inop alarm while being used on a patient. There was no patient harm reported.